Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump had failed battery test alarm. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specific. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the auto mode feature functioning properly. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No failed battery test noted during testing or in the insulin pump trace download.(B)(4).